Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as the infusion set came off due to tape was not sticking properly. The event occurred while the patient was just walking around at work. No further information available.